Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that the ins was functionally okay with insignificant anomalies. Analysis of the lead revealed that at the proximal end, the #2 and #3 conductors were broken at the connector weld sites due to over stress/damage. The insulation was broken under the connector sleeve.

Event description:
It was reported that an implantable neurostimulator (ins) was defective out of box. During an ins replacement, the new ins had bad impedances greater than 4000 ohms intraoperatively. Normal battery depletion was noted as reason for removal. The patient was asleep, so she didn't feel stimulation. The doctor tried to reset the lead, but the lead was caught in the ins; it wouldn't go all the way in or come out. When the doctor tried to remove the lead, it severed and broke. The ins and lead were replaced. The impedances resolved after the ins was replaced. There was no patient injury and the patient recovered without sequela. The patient was doing great and was receiving good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v004124, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).